Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, during firing, the first clip worked and then the next clip loaded in the jaws crookedly, then fired two clips at once. They opened a second clip applier, which was also defective and did the same thing as the first clip applier. They finally opened a third clip applier that worked to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with two remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clip was then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.